Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.43cm diameter abdominal aortic aneurysm. It was reported that the patient recently presented with a cold leg. The cause of the occlusion was due to small aortic bifurcation. The physician opened the limb and removed clot with a fogarty catheter and relined the limb with a 16/10/124 endurant limb. The occlusion resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).